Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a case report that a patient had best-corrected visual acuity of 20/200 and glare in the right eye eight years after implantation of multifocal zmb00 intraocular lens. Slit-lamp examination revealed a nasally decentered iol with a whitish-brownish haze throughout. The discolored iol was explanted and exchanged for a 3-piece iol (sulcus fixation). Gross examination showed a whitish discoloration of the optic only after hydration, corresponding to a brownish discoloration under light microscopy. Backlight scattering revealed bulk scatter throughout the optic. Light transmittance (%t) showed a slight, progressive decrease starting at 500 nm when compared to %t in the directions for use (dfu). Although mtf analysis demonstrated similar values to the dfu, contrast of us air force targets appeared slightly decreased. It was concluded that, to the knowledge of authors, "this is the first reported case of a discolored zmb00 iol that underwent explantation and laboratory assessment. Although current analyses did not determine the etiology of the discoloration, surgeons should be aware of this possible occurrence with this lens design and carefully assess signs and symptoms before explantation". No other information is available.